Event description:
It was reported that the patient's rate measured in the 40s. The leads also showed a loss of capture. The patient reportedly has a transtelephonic test done every month. An x-ray was taken and the placement of the leads appeared normal. The leads were reused. There was reported sensing difficulty and no output from the device. The device was replaced. There were no reported patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: battery depletion was normal. It was reported that the patient's rate measured in the 40s. The leads also showed a loss of capture. The patient reportedly has a transtelephonic test done every month. An x-ray was taken and the placement of the leads appeared normal. The leads were reused. There was reported sensing difficulty and no output from the device. The device was replaced. There were no reported patient complications as a result of this event. Actual device involved in incident was evaluated electrical tests performed, mechanical tests performed, visual examination battery end of life - expected device evaluated and alleged failure could not be duplicated capture, failure to performance sensitivity.